Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips of insulin were seen out of the tubing during fill tubing. Reportedly, the luer lock connection was screwed together crooked. The customer disconnected the luer lock connection and reconnected it ensuring the connection was tight/straight. It was noted that the customer completed the load process and resumed insulin delivery. The customer's blood glucose level was in the 200's (mg/dl) and it was addressed with manual injections.